Manufacturer narrative:
The sample was not available for eval, therefore, the complaint could not be confirmed.

Event description:
Complaint alleges that the bag will not reach proper inflation. Alleged defect was discovered during pre-testing.